Event description:
In 2009, the patient reported that his insulin infusion headset cannulas are kinking in 1 or 2 places. He states this happens about once every 2 weeks. He stated, he discovers this when his blood glucose elevates, and bolusing insulin does not decrease his readings. He stated he will then change his headset, and discover a kink in the cannula. He said that yesterday, his reading was 350 mg/dl, which is "way beyond normal" for him. He felt "terrible" and he bolused insulin, but his readings did not decrease. He changed his infusion headset and discovered the cannula was bent. He inserted a new headset and bolused, and his reading returned to normal. He said, he changes his headset every 3-4 days, and the tubing with every other head set change. He was advised to change his headset every 3 days and the tubing every 6 days. Courtesy infusion sets and a guide to infusion site management were sent to the patient. A request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.